Event description:
It was reported that the drill bit broke in the patient. The surgeon was not able to detect the broken bit in the patient, even after x-rays were taken. Ultimately, the broken bit was found in the suction bottle used during the procedure.

Manufacturer narrative:
(B) (4). The devices have not been returned to medtronic for evaluation. Unable to determine cause of the event.